Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient called to need rpg and doesn't see their healthcare provider (hcp). The patient reported lifting a roll of carpet 3 weeks ago and having excruciating pain and the patient went to two emergency rooms. The patient feels tingling in the leg and back but not helping pain. The patient has an appointment with their family hcp on (B)(6). Due to surgery schedule the rep will not attend the meeting. The patient will call with follow-up from the hcp. The patient lifted a carpet roll approximately 3 weeks ago. The patient had an x-ray and CT scan and they were normal. Additional information was reported. The patient's doctor gave them an epidural and ordered physical therapy for them and they were doing better. The patient was scheduled to meet with the manufacture representative on (B)(6) 2017. No further complications were reported/anticipated. Additional information received from the patient via the manufacturer representative reported that an impedance check showed electrode 14 out of range. It was noted that the patient did not have the device on the last 30 and when it was turned on he immediately felt relief. The patient was going to physical therapy and doing much better and was doing well at the conclusion of the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.